Manufacturer narrative:
Sample will not be returned for eval.

Event description:
It was reported that the sales representative received a call at 4:00 pm est in 2009 from the clinical resource dir in emergency room (ER) placed the spring wire guide (swg) in patient (pt). Swg "got caught up in the pt's right atrium." Pt expired. Additional info received 07/21/09 stated that "we met with the supply chain dir and she directed us to speak with md in ER. Md has experience using a .032 swg and since she came to this hosp 5 months ago, has been using the device (.025 swg). She says swg hangs up on the vessel wall and explained that last week another md had an incident which resulted in pt's death. We asked if she pulls swg back into needle to adjust and she confirmed that of course she does. Clearly this is where the issue lies. There were provided further education on the differences in two swg's and potential issues that can occur. We also spoke to two other md's and they expressed similar concerns. Md has expressed her hesitancy to use another arrow kit (she wants to go back to edwards she used in previous hosp) but agreed to try an arrow kit with .032 swg, we will monitor closely. They do not have the actual wire nor lot number; however, the kits they pulled from ER all had lot number rf 9055474. I was also directed to the risk mgmt, but have not heard back from messages that were left. Also met with anesthesia md and checked his experience and he was clear that the dept is happy with the .025 swg and have had no issues.